Event description:
It was reported that the patient received inappropriate therapy for svt. Sensing threshold had been decreasing since implant and capture threshold showed an increase. X-ray revealed micro-dislodgement. A successful dft testing was performed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states the lead was explanted and replaced. The patient condition is good.